Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not detect the cassette. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 17-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the reported issue was not duplicated. As the issue could not be duplicated, no action was taken.